Event description:
It was reported that 8 months after implantation of two 2.50x16mm taxus express2 drug eluting stents, an in-stent thrombosis occurred. During the initial procedure, the target lesion was located in the proximal left anterior descending (lad) artery. A pre-intervention stenosis percentage was not reported. Two 2.50x24 taxus stents were deployed in the lesion. A post-intervention stenosis percentage was not reported. No information was received concerning the patient was placed on plavix post-procedure. The patient presented 8 months later with chest pain and in-stent thrombosis in the proximal lad. No information was reported concerning the degree of occlusion. The physician attempted to reopen the thrombosed stents, but was unsuccessful. The patient was sent to coronary artery bypass surgery